Event description:
It was reported that during a pericolonic abscess procedure the first device stopped working. The case was continued with a second device of the same product code. The jaws of the second device fell off. All parts were removed from the patient with a grasper. The case was completed with a third device of the same product code. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the I-blade upper tip damaged, the upper jaw detached not returned. The device was connected to the generator and it was recognized. Because of the condition of the device, not all testing was performed with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade and jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.